Manufacturer narrative:
(B)(4). A flexiva 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face is consistent with normal degradation. There were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector and would cause a deflection of laser energy that would likely cause the sub miniature-a (sma) connector to overheat. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used in the kidney during a laser stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, 288kj of energy has been used when the laser fiber stopped firing. The laser operator unscrewed the fiber from the laser unit; however, the fiber connector had overheated, burning the tech's finger. No treatment was required for the burn. The procedure was completed using another laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.